Manufacturer narrative:
Concomitant medical devices: natural-knee ii cr porous femoral component, catalog#: 6212-00-010, lot #:1255086; natural-knee ii cong tibial articular surface, catalog #: 6200-10-811, lot #:1248445; natural-knee ii metal-backed patella, catalog #: 6200-01-101, and lot #:1241580. Reported event was confirmed by review of the revision surgical notes provided. No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed and no deviations or anomalies were identified. The components implanted together were reviewed for compatibility with no issues noted. A complaint history search identified no other complaints of this nature for the reported part/lot combination. The primary surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. The legal claim received states that "excessive plastic wear debris" led to the tibial cyst formation and revision surgery. The revision surgical notes state that the left total knee revision was due to component failure. Intra-operatively, there were significant erosive changes around the components along with significant synovitis. The components demonstrated loosening and were removed. There was a large cyst in the proximal tibia. However, the revision surgical notes were not specific as to what component had failed and there was no mention of plastic debris. The components remained in-vivo for 15 years before the patient was revised. Per the package insert of the natural-knee ii components provided at the time of the primary surgery, knee pain and polyethylene wear were known potential adverse effects of this tka procedure. The probability of any or all of the components of the prosthesis not being revised at six years are 94.0%. Therefore, wear and tear from use are considered as the root cause of the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to wear, debris and a tibial bone cyst in the left knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.